Event description:
Pt revised for loose femoral/tibia components at cement/implant and cement/bone mantles, osteolysis and polyethylene wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial tray did not reveal any evidence of device loosening. No evidence was found of product failure or product contribution to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.